Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 67-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2019. On (B)(6) 2025, the patient reported to novocure that he had fallen while wearing the optune gio device, resulting in a scalp laceration that required sutures. Optune gio therapy was temporarily discontinued. The prescribing physician was contacted and responded on (B)(6) 2025; however, no additional information was provided.